Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump (iabp) received message stating that maintenance was required due to communication error and error logs #78, #79, and #80. There was no harm reported to the patient.

Manufacturer narrative:
Updated field: b4; g3; g6; h6 investigation findings, investigation conclusions, type of investigation; h11. Corrected fields: g1 contact person ¿ mfg site. (B)(4) called to ask about the cause of the problem. A getinge field service engineer (fse) stated that after checking the comments using the help button, it was confirmed that the problem occurred due to a video generator board reset caused by a communication error. On june 18th, fse visited the facility and checked the error log, and found records of #78, #79, and #80. Code 80 just shows that system reset took place. The alarm log was reset and the device was checked, but the problem was not reproducible. Performed a functional check at the facility and reset the error log. Since there was no recurrence, determined that the device can be used clinically.

Event description:
N/a.